Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that when the patient presented during a routine device exchange, loss of capture was observed on the ra channel. The physician elected to replace the lead. The patient was not symptomatic before, during, or after the procedure.